Event description:
It was reported the customer received a motor error alarm during a prime. Troubleshooting was not possible as the customer also received a no delivery alarm. Customer's blood glucose was 345 mg/dl. Customer also stated they were unable to rewind the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms and no excessive no delivery alarms noted. Motor was tested outside the device and passed. Unit received with cracked reservoir tube lip. (B)(4).